Event description:
Rptr had bilateral breast implants in 1981 and removal because of rupture in 1993. Surgeon report states: "it was immediately obvious that the implant had ruptured. The implant was splayed out over the chest wall and into the axilla. Using both electrocautery and scissor dissection the thinly encapsulated silicone was dissected across the medial aspect of the chest wall, inferiorly, and laterally into the axilla. Superiorly the silicone was scooped out of the soft tissue and removed from the operative field. The chest defect was irrigated with warm saline, and multiple lapartomy sponges were used to remove any additional silicone from the area. The chest was inspected for bleeding; bleeding was controlled by electrocautery. The chest was packed. Attention was turned to the left anterior chest. It was immediately obvious that this implant had also ruptured. This implant herniated across the midline of the chest, and the herniated silicone was dissected out from underneath the cleavage. Dissection was carried inferiorly, laterally into the axilla, and superiorly where thinly encapsulated silicone was present. The silicone again was scooped out from the soft tissue and removed from the operative field. The left chest defect was irrigated with saline and removed using multiple lap pads. Bleeding was controlled by electrocautery. The wound was packed." (*)